Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: dw8efa. Device history batch: null. Device history review: the batch was on ncrus-23671 for oversized driver hole length. The disposition of this nonconformance was accept as is. No other deviations or anomalies were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Litigation papers allege the patient developed significant pain in the implanted hip and is at an increased risk for requiring revision surgery to resolve the patient¿s pain. Additionally, it is alleged the patient is at increased risk for suffering from or in the future developing the toxic effects of the cobalt and chromium that have degraded from the hip implant into his body. Doi: (B)(6) 2009 - dor: none reported (left hip). Update: 10/26/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Dor: (B)(6) 2012. Patient is a resident of (B)(6). Update ad 06 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and medical records. In addition to what were previously alleged, ppf alleges loosening of stem. After review of medical records, there were no revision notes provided. Added account name, medical history, patient's age, revision surgeon and updated patient's initials. Corrected event date. Doi: (B)(6) 2009- dor: (B)(6) 2012 (left hip).